Event description:
The customer reported that the paramedics were called because the insulin pump was not functioning. The customer was shaking, screaming and crying at time of call, and she is legally blind. The paramedics arrived, but she refused to be treated and requested the paramedics to leave. Asked to speak the paramedics and they stated that the blood glucose and blood pressure were high. He stated that he was going back to treat the customer and hung the phone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.